Manufacturer narrative:
It was reported that sound is not audible for red alarms at the central station, but is audible at bedside. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer biomedical engineer (biomed) indicated that yellow alarms and inops are audible at central station. The biomed rebooted surveillance and the system setup was also completed with no change to the sound. A philips clinical product specialist remotely accessed the customer system and confirmed that the minimum volume of 4 is set for all alarms and the yellow alarms are not set any higher than the red alarms. The philips remote service engineer (rse) indicated that she will try to reinstall the application. Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure. A gfe response indicated the device is currently functioning as expected, but additional details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. No device event logs or configuration were available for review. Due to insufficient information, the reported problem could not be confirmed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that sound is not audible for red alarms at the central station, but is audible at bedside. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer biomedical engineer (biomed) indicated that yellow alarms and inops are audible at central station. The biomed rebooted surveillance and the system setup was also completed with no change to the sound. A philips clinical product specialist remotely accessed the customer system and confirmed that the minimum volume of 4 is set for all alarms and the yellow alarms are not set any higher than the red alarms. The philips remote service engineer (rse) indicated that she will try to reinstall the application.